Event description:
Report received of a tubing disconnection. According to the customer contact, the patient was receiving an unspecified medication in the emergency room department. Reportedly, "the tubing disconnected at the distal end where it was connected to a peripheral line". There was no reported bleedback. The tubing was replaced and the infusion resumed without a delay in therapy. There was no reported adverse patient event. Though requested, no additional information was available.